Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (cva/stroke, paralysis); patient's condition affected effectiveness of device (history of cva/stroke). Conclusion: device failure/lack of effectiveness related to patient condition (history of cva/stroke).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 3.4 cm in length thoracic penetrating ath erosclerotic ulcer. The proximal aorta was 32-31 mm in diameter and 20mm in length at top of arch and 2mm in length at the bottom of arch. Distal aorta was 24-26 mm in diameter with length of 80mm. Right and left iliac arteries were 7 and 5mm in diameter consecutively. The right and left common iliacs were 10mm in diameter. The access vessels had moderate calcification and the aortic neck had mural thrombus. The aorta has mild tortuosity. The stent grafts were implanted through the right femoral artery in zone 2 or 3 with an approximate angulation of 68 degree. Prior to stent graft implant the physician performed a carotid artery to subclavian artery bypass. The lsa was intentionally covered completely. It was reported approximately one week post index procedure the patient had a neurologic complication (paraparesis) and specified as "embolic ischemic stroke," which required hospitalization and treated with medication, use of diagnostic angiography, and physical therapy. This event is still continuing and being treated. The investigator assessed this event to be related to the study procedure but not related to the study device. No additional clinical sequelae were reported.